Event description:
It was reported that the customer was hospitalized for low bgs. The spouse could not wake pt up. The cause of low bgs was unknown. Troubleshooting was performed. The insulin type and concentration were correct. The time on the pump was incorrect. The custoemr drunk a lot of juice due to the low bg. Assisted the customer in reprogramming the fixed prime. Instructed the customer to call back with any questions or concerns.